Event description:
It was reported by an unknown person that the patient with an implantable pulse generator (ipg) died. Information identified in the manufacture's data base indicated the patient died approximately nine months post implant of the device approximately three years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.